Manufacturer narrative:
Reference (B)(4). Requests for return of product made on 9th, 14th and 21st of november, 2018. Product not returned to further investigation, therefore no root cause could be determined. A review of manufacturing records found no discrepancies when the device was released.

Event description:
Inadequate drainage at drip chamber.